Event description:
Guidant received information that this epicardial lead was unable to be reattached to the introducer during the implant procedure.

Manufacturer narrative:
A review of internal traceability records indicate introducer tool met specifications. Based on the field information provided, the lead was implanted once and the difficulty arose when the physician wanted to re-grasp the lead. Therefore, spring dislodgement occurred during the implant procedure. If the introducer halves are pulled apart when the introducer is in the open position, the spring can become unseated from the spring slot. It is likely that this occurred during the implant procedure. Enpath medical physician's instructions documents proper use of introducer tool.